Event description:
It was reported that a module failure on customer core switch subsequently led to a 13 minute loss of patient monitoring on the cic. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.